Event description:
Event was reported to caldera medical by an attorney. The pt has suffered protrusion, vaginal pain, dyspareunia, and injury to husband during intercourse. No further info has been provided.